Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "3 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that "3 months ago" she was not feeling well and was unable to obtain a reading due to her adc blood glucose meter "not working". Customer was taken to a clinic by her daughter and was "given 2 insulin injections" while there. No further details was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter and the DHR showed the lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. PMA/510k# was incorrectly documented in the initial MDR 30 day report. PMA/510k has been updated.

Event description:
Customer reported that "3 months ago" she was not feeling well and was unable to obtain a reading due to her adc blood glucose meter "not working". Customer was taken to a clinic by her daughter and was "given 2 insulin injections" while there. No further details was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.